Event description:
The customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accu-tni (troponin I) results generated on the access 2 immunoassay system for one pt. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the lab. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
A bci field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse replaced the main pipettor tip and performed alignments; performed substrate pump maintenance; and cleaned the wash valve/precision valve. The fse performed hardware verification testing which included lumwashson. Lumwash inc and a troponin precision. All verification testing was completed with passing results. Instrument verified as performing to all published performance specifications. The fse stated that a system check was run by customer on (B)(4), prior to the event, and all results were passing. A definitive root cause would not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.